Event description:
The patient had bilateral breast augmentation in 1991. The patient was experienced severe burning the chest wall for two years. This has not lessened and continues to intensify. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. Both implants were intact.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.